Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation. It was reported that while aspirating with a syringe from the side port, air ingress was seen in the sheath. Air got in the sheath and bubbles were observed in the flushing line and in the aspiration syringe. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that air was seen after removing the dilator, with the sheath in left atrium. The farawave catheter and the guidewire were not yet inserted in the sheath. No air was visible in the patient.

Manufacturer narrative:
B5: describe event or problem - updated and corrected with additional narrative surrounding the event. Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Additionally, microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Deionized water was injected into the flush port, however, this did not cause the flush port to leak. However, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation. It was reported that while aspirating with a syringe from the side port, air ingress was seen in the sheath. Air got in the sheath and bubbles were observed in the flushing line and in the aspiration syringe. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.